Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text,, a search for similar complaints, and a review of labeling. Return material was not available. The customer replaced the probe and determined it was the likely cause of the event. No additional discrepant results were generated after the replacement. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect i2000sr analyzer list number 03m74 was not identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient while using the architect i2000sr analyzer. The customer provided the following data (customer provided critical cutoff 0.30 ng/ml): on (B)(6) 2018: sample ID (B)(6): initial 0.579 ng/ml. The initial results was questioned by the physician and the specimen was retested (5 times) generating results below the cut-off: on (B)(6) 2018: 0.008, 0.003, 0.013 and 0.008. A fifth replicate was tested and an aspiration error code was generated. Qc was in range on both days of testing. A corrected report was sent out from the laboratory. No additional patient information was provided. There has been no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The customer replaced the probe and determined it was the likely cause of the event. The customer verified the system function by performing successful calibrations as well as a successful a precision qc run. A service history review identified no contributing factors on or around the date of the complaint. No additional discrepant results were generated after the replacement. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect i2000sr analyzer list number 03m74 was not identified.